Manufacturer narrative:
Date of event. This date is estimated; only the month/year is known.

Event description:
Reporter indicated that device diagnostic testing during an office visit resulted in high lead impedance readings (dcdc code 7, limit), indicating possible device malfunction. The elective replacement indicator was no ruling out generator end of life as a likely cause of the high lead impedance test result. The pt has not experienced any recent trauma or injury that may have damaged the vns therapy system. The pt has not been able to feel stimulation for approx one week prior to the office visit. Review of x-rays by MFR did not reveal any obvious discontinuities in the vns therapy system. Lead break is supected and revision surgery is planned.